Manufacturer narrative:
The investigation confirmed that multiple reproducible, (B)(6) vitros ahcv results were obtained from a single plasma patient sample while using the vitros 5600 system. There is no evidence that an instrument related or reagent related issue contributed to the event. In addition, there is no evidence of a variation between serum and plasma samples. The root cause of the event is unknown. However, an unknown sample interferent that is present in the plasma sample but not in the serum sample cannot be ruled out. In addition, pre-analytical sample mix up, cannot be ruled out.

Event description:
The customer obtained multiple reproducible, (B)(6) vitros ahcv results ((B)(6)) from a single plasma patient sample while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the affected results were not reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Further investigation and confirmatory testing has determined that (B)(6) results did not occur. The (B)(6) patient status is (B)(6). (B)(6) results occurred on a single serum sample. (B)(6) results do not represent a risk for serious injury.